Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The reported problem description 'had not infused and pump did not alarm', may potentially be related to fa - 2021-056, which is currently ongoing and is associated with reinforcing proper intravenous line setup and detection of upstream occlusions for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was programmed for propofol treatment but the medication did not infuse and the pump did not alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.